Manufacturer narrative:
The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that the packaging of the sterile catheters had foreign material inside. The report received from the affiliate indicated that foreign matter was found in the packaging of the 5 fr. 100 cm. Jl4 st plus diagnostic catheters. The foreign matter was said to be filaments/hair-type found in the closed/sealed packaging. Thirty boxes (of five each/catheters-150 total) were said to be affected. The products were received in this condition. The products were not clinically used in any patient. There was no damage noted of the outer packaging upon inspection. The products were stored properly according to the instructions for use (IFU). There was no reported patient injury. To date no further information has been available and despite multiple requests the devices have not been returned for analysis. The product(s) were not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15238589 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 10 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15238589. The operator qualification records for pouch seal according to (B)(4) rev: 76 were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. With the information available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, if more information or the complaints products become available this complaint will be investigated further.

Event description:
The report received from the affiliate indicated that foreign matter was found in the packaging of the 5 fr. 100 cm. Jl4 st plus diagnostic catheters. The foreign matter was said to be filaments/hair-type found in the closed/sealed packaging. Thirty boxes (of five each/catheters-150 total) were said to be affected. The products were received in this condition. The products were not clinically used in any patient. There was no damage noted of the outer packaging upon inspection. The products were stored properly according to the instructions for use (IFU). There was no reported patient injury.